Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion, as observed in the remote monitoring system. The physician planned to replace the device. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion, as observed in the remote monitoring system. The physician planned to replace the device. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.